Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/11/2017 with the following findings: the keypad cover was found to be missing. The ok keypad button contact was inverted and responded intermittently. The pump¿s internal keypad components were found to be undamaged; no moisture was observed on the pump¿s internal components.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2017 - correction to serial #.